Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 401 mg/dl after a missed meal announcement while using the ilet with a teflon infusion set; during an infusion site change, the user inadvertently pulled the cannula off when removing the adhesive backing, then successfully replaced the infusion site and resumed insulin delivery with agent guidance. Symptoms included thirst and dry mouth consistent with hyperglycemia. Outcomes included continued monitoring with a plan to reassess glucose after 90 minutes and no request for follow-up. Investigation included troubleshooting and education on missed meal announcement and infusion site change, and verification that insulin delivery resumed. Investigation of this case revealed user handling issues during infusion set application and a missed meal announcement as contributing factors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most likely causes.